Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally set a temp rate for 35 hours instead of 35 minutes on the pump. Customer's blood glucose level was between 80-96 mg/dl. Reportedly, the customer will discuss the settings with a healthcare provider.